Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reported a blood glucose level of 145 (mg/dl) and delivered a correction bolus to stabilize bg level. After reloading the cartridge, customer received an accurate fill estimate.